Event description:
It was reported that a minicap contained insufficient iodine. This was noted upon opening the package. There was no patient involvement. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device in an opened package was received for evaluation. Visual inspection revealed that the package had signs of excessive creasing. Due to the condition of the returned sample, it could not be determined if the device had contained adequate iodine prior to being opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.